Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is neodisher multizym and the automated endoscopic reprocessor (aer) used is etd double. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is endodet and the aer disinfectant is endodis. The manual detergent is neodisher multizym and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using creo medical scopeclean manual brushes. The storage practice is using an edc plus drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microbes. All channels were sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found leakage from the scope cover, the light lens was cracked, the charged coupled device lens was cracked, the end cover was cracked, the bending section rubber was separating, the control body was damaged, switch 1 was cut, and the light guide tube was wrinkled. This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: d9 - device availability. H3 - device evaluated by manufacturer. H4 - device manufacturer date. H6 - type of investigation. H10 - manufacturer narrative.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for enterobacter faecalis on november 29, 2022. On december 12, it tested positive for acinetobacter. On december 21, it tested positive for enterobacter cloacae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.